Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0163092. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were provided for evaluation by our quality team. A visual inspection was performed. The sample came in an open packaging blister and has the scale print skewed. The photo provided shows the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the printing process. It may have been that a jam occurred inducing the skewed printed scale markings. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok" tip syringe scale was misaligned. The following information was provided by the initial reporter: "wrong of tick print"